Event description:
Went to dentist without eating breakfast, had teeth cleaned without chemicals other than polishing paste that I have had before. I did not have a deadening shot. But was given prophylactic antibiotics because I've had hip surgery. I have not been allergic to antibiotics before. Then had crown placed with a type of adhesive. When he placed it I felt it squish somewhat behind the tooth like it may have been too much. Afterward is when I began having symptoms. Dry mouth began, I could still swallow saliva so put in a cough drop, took it out when got to car and sipped some lemonade, before I got home in 15 minutes my hands were itching so bad I scrubbed them with a steel wool pad, throat closed up could not hardly talk, face and eyes were swelling, so I took 2 benadryl. I called the dentist office the girl said dentist said they don't know why I'm having symptoms maybe call my dr. So, I called ambulance and went to ER and was treated for severe allergic reaction. I think it was the crown adhesive that caused it, and the dentist called back this morning and won't tell me what it was. That maybe I should see an allergist. I do not know what he used, they won't tell me. Dr (B)(6).